Event description:
It was reported that the batteries on the 9900 system were damaged and were leaking. No patient injury was reported.

Manufacturer narrative:
A ge representative performed an on site investigation. The batteries were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.